Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual increase in shock impedances. An alert was triggered for this instance. It was recommended to continue monitoring or to increase the alert value. The consequences of the shock impedance value potentially climbing over 145 ohms were discussed. The rv lead remains in service at this time. No adverse patient effects were reported.